Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had keypad anomaly. Customer stated that numbers were ramping while programming bolus. Troubleshooting was done. Customer's blood glucose was 86 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.